Manufacturer narrative:
Company representative evaluated the system and duplicated the problem. Corrections included replacement of the system's apl valve. System was tested to factory's specifications.

Event description:
Customer reported an issue with the anestars anesthesia delivery system, which may have affected anesthesia monitoring. No patient injury was reported.